Manufacturer narrative:
The philips remote service engineer worked with the customer to test the speaker. Results of functional testing confirmed there was no sound coming from the device. The speaker is defective. The customer has declined assistance with the repair and has assumed responsibility for the repair of the device. The manufacturing date for the reported device is prior to 24sept2016 so no UDI require

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that there was a local audio off error message. It was confirmed that there was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.